Manufacturer narrative:
Additional information in d10, h3, h6. Correction: a2: date of birth. H10:the device was received for evaluation. Visual inspection revealed that the female connector was separated from the main body. There was evidence of solvent on the main body. The reported condition was verified. The cause of the condition was determined to be related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set was separated from the mainbody of the twist clamp. This was noticed during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.